Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medications dispensed from the station were still listed under the orders list. A technical support specialist (tss) dialed in to all four devices and checked them. It was confirmed that the windows time service had been stopped. The windows time service was started and configured to auto start. The system functioned after the technical support specialist troubleshoot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es medications that had been dispensed were still listed under the due now orders when the user logged out of the station and logged back in, creating a risk of duplicate dispensing. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delay or adverse events or injuries reported based on this event.